Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to it entering safety mode. A new device was implanted instead. This device is expected to be returned for analysis. No additional patient effects were reported.